Manufacturer narrative:
Patient height was reported to be (B)(6). Exact patient weight is (B)(6). Siemens has initiated a technical investigation of the reported event. Siemens physics experts requested the raw dataset from the facility. A product design issue was not identified. A supplemental report will be provided if new information becomes available.

Event description:
It was reported to siemens that CT brain images of a 2-year-old patient were too dark to use. The patient had been brought to the facility emergency room due to lethargy. The siemens application specialist contacted the user but could not identify a general issue. With a second reconstruction the image quality was better, but the user decided to perform a second scan using a different CT scanner. The patient was asleep during both procedures. Aside from the additional x-ray dose, no injury to the patient was reported to siemens. This report was submitted with an abundance of caution.